Manufacturer narrative:
Device evaluation of battery charger/modem has been completed.  The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure.  The root cause for the defective charger cannot be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger had faults.